Event description:
On 8/25/94, low anterior resection closed with stapler. On 9/1/94 I&d of infected wound, 9/2/94 laparotomy for abdominal abscess felt to be secondary to staple failure. January 6th letter from MFR to rptr stated that because the complications occurred during the postoperative period, MFR did not receive any of the devices used in any of the surgeries in question. Because they observed a cluster of events in a single hosp and because no devices were returned tests on a rep population of instruments from the mfg line were conducted. Results of these tests were similar to the results obtained in previously performed tests of the same type used to validate the production process. Therefore, it is difficult for MFR to conclude that there have been variations in the production process which might explain the dr's experience with the instrument. (*)